Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. Customer¿s blood glucose level was 152 mg/dl. Tandem technical support educated customer on how to prime tubing to remove air.